Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy).

Manufacturer narrative:
We checked the returned unit and confirmed that the laser cut filter cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the laser cut filter. In addition, we confirmed that the light guide fiber bundle (lcb) broken, the light guide cable buckled, the control body cracked, the side body cover cracked, the root brace rubber cut, the insertion flexible tube (ift) worn out, and the distal body worn out; however, they are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.